Manufacturer narrative:
Serial numbers: (B)(4). For 6 of the 7 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the bag hose port was replaced to resolve the event, for 1 unit the adjustable pressure limiting valve manifold cover was replaced to resolve the event, the bellows was replaced to resolve 1 event, the condenser replaced to resolve 1 event. For 1 event, the cracked tubing at the input of the flush regulator was repaired, and 1 for unit the co2 absorbent canister was cleaned and reinstalled to resolve the event. For 1 of the reported events, a customer requested replacements parts, but there was no ge healthcare visit and the repair is unknown.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced gas leaks. 5 units were reported for leaks greater than 4.5l per minute, 1 unit reported for leak preventing manual ventilation, 1 unit reported leak discovered during preuse checkout. These reports were received from various sources. Of the 7 events, 6 did not involve a patients, and 1 did involve a patient. There was no patient information available.